Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00193 on 11-sep-2023. Additional information (27-sep-2023): siemens reviewed the instrument data and determined that the issue was resolved by the replacement of the integrated multisensor technology (imt) probe. Siemens concluded that poor sample quality and the presence of gel, fibrin, micro clots, and/or the presence of cellular debris, including red cells, white cells, and platelets in the sample potentially contributed to the falsely depressed sodium (na) result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample on the dimension vista 1500 instrument. The erroneous result was reported to the physician(s) and was questioned. The sample was repeated on an alternate dimension vista instrument, which recovered higher than the erroneous result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension vista 1500 instrument. Quality control (qc) was valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and performed integrated multisensor technology (imt) mix tests, which recovered acceptably. The cse removed and replaced imt probe. Then, the cse performed imt alignments, imt diagnostic tests, and motor titrations. The cse primed imt probe and fluids, processed quick check, and ran qc, which recovered acceptably. The cause of the erroneous na result is unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.